Event description:
It was reported to the manufacturer by the end user, per the end user, patient slipped out of the sling, cracking her head on the floor, causing profuse bleeding from her head; enough so that paramedics were unable to place a neck brace. The patient was transported to the ER for evaluation, x-rays and CT scan. The patient sustained 2 lacerations to the back of the head that required stitches. The patient remained in the hospital for a couple of days after the incident and then returned to the facility. (B)(4) were entered into our system to have the lift and sling returned to joerns for investigation. As of this writing, the lift and sling have not been returned.